Event description:
It was reported that the customer experienced multiple alarms, specifically alarm 2 followed by alarm 26, related to occlusion events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge, then resumed insulin, but required additional assistance due to recurring occlusion issues.